Event description:
Related manufacturer report number: 2017865-2022-08802. It was reported during remote follow up that the atrial lead exhibited high pacing impedance. Diagnostic imaging did not uncover any physical anomalies. The lead was successfully explanted and replaced. The physician elected to explant an inactive left ventricular lead which had been previously capped for high thresholds on (B)(6) 2018. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a partial lead (distal portion) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual and x-ray examinations of the partial lead did not find any anomalies except for damages consistent with procedural damage.